Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
(B)(4).

Event description:
Pacemaker was found on back-up mode during the temporary stay in france. The device was re-programmed in (B)(4). An explanation is requested.

Event description:
Pacemaker was found on back-up mode during the temporary stay in (B)(6). The device was re-programmed in (B)(6). An explanation is requested.